Manufacturer narrative:
The subject device was evaluated. Device evaluation confirmed the reported issue of error e433. Evaluation noted that the error e433 was observed when device was turned on. The failure was suspected to be due to a fault in the generator circuit (generator board). The generator circuit was replaced by a new version and once completed with the replacement, the device was turned on without displaying error e433 error message. The error e433 no longer display. Based on device evaluation service repair noted that the equipment is inoperative due to the failure of the generator circuit, probable cause due to the lack of connection of the equipment to a ground terminal. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. The error message e433 occurs when the effective value of the output signal falls below the specified limit, which normally indicates a low-impedance diode chain. For safety reasons, the esg-400 will then be restarted. If the cause of the error remains, unlimited permanent restarts may be the result. Please note that the unit is then no longer ready for use. Cause error e433: error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Any error messages that may appear are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU (instruction for use) a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
The customer reported to olympus that during a therapeutic procedure the customer received error message esg-400/e433. They were notified that the device lacked saline even though the device contained enough saline solution. The error message was displayed again, and the equipment restarted automatically. There were no reports of patient harm associated with this event. The following additional information was received from the customer: the physician confirmed that the procedure was completed the same day, satisfactorily for the patient, not requiring any additional reprogramming, nor presenting any negative effects for the patient. After the customer received error message on the esg-400 unit, the procedure was continued with the same ues-40 unit.